Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Iris damage is identified in the labeling as known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro-bypass stent procedure, the surgeon inadvertently tore the iris causing an iridodialysis during implantation attempt. The surgeon decided to hold off any further stent implantation attempts. No other information was provided. Additional information is being requested.